Event description:
Healthcare professional additionally reported "exchange from texture to smooth implants due to patient's concern with the product" and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional data: b.5, d.7, g.1, g.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and "pain and hardening are worse". Device remains implanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: deformation, yellow particle material on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and "pain and hardening are worse". Healthcare professional additionally reported "exchange from texture to smooth implants due to patient's concern with the product" and capsular contracture, baker grade IV. Device has been explanted.